Manufacturer narrative:
Initial reporter address 1: (B)(6). Device problem code 1069 captures the reported event of wire broke. Additional information - event. A zero tip basket was returned for analysis. The basket was opened when received. The handle was actuated and the device was able extend and retract the basket properly. Visual inspection found the device does not have any visual issue/damage. Dimensional inspection found the device within specification. After analysis, it was determined that the device returned did not have any visual issue/damage and functioned as intended. No broken wires/sections were observed. Therefore, the investigation conclusion code of this event is "no problem detected" since the device complaint cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used in a transureteral lithotripsy (tul) procedure performed on (B)(6), 2019. According to the complainant, during procedure, the wire was observed to be torn/broken when performing the stone crushing. It was reported that there was no resistance met during the procedure, and it was not forcibly performed. The procedure was completed with another zero tip retrieval basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of may 09, 2019. It was reported that the basket wire was torn, but still attached to one end.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip retrieval basket was used in a transuretheral lithotripsy (tul) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the wire was observed to be torn/broken when performing the stone crushing. It was reported that there was no resistance met during the procedure, and it was not forcibly performed. The procedure was completed with another zero tip retrieval basket. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.